Event description:
Meter name: one touch basic, strip name: one touch test strips, meter code: unk strip code: unk, strip storage: unk, symptoms: seeing spots, blurry vision, dizziness and itching everywhere. A patient reported they went to see the doctor because pt wasn't able to test on their meter.. Pt's meter allegedly was giving pt "not enough blood" messages. The result on their meter was 177 mg/dl. The result for the lab is unknown. The time difference between patient's meter and the lab is unknown. Patient said that they didn't get to see the doctor. However, the nurse told pt to take their medication, but to decrease the dose. There is a reading documented of 223 mg/dl but unclear as to which meter it came from. No further information has been reported.